Event description:
Device broke during implantation. The surgeon felt the implanted portion provided a good level of fixation and left it in. All broken fragments were removed from the joint. Procedure was extended approximately 2 hours. No pt injury was reported to have occurred.